Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx halo sling on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2018, the patient underwent a revision surgery due to erosion of the transobturator sling. Boston scientific has been unable to obtain additional information regarding the event to date.